Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented with very low blood pressure and grogginess. It was noted that the patient had a gastrointestinal bleeding which may have caused his blood pressure to drop dramatically. The presenting electrogram (egm) showed that the device was operating as programmed. Boston scientific technical services (ts) suggested increasing the lower rate limit. Additional information received from the field confirmed that the patient also had sepsis and was being treated with antibiotics. No further programming changes were done. No additional adverse patient effects were reported. The device remains in service.